Event description:
Customer reported that the buttons on his insulin pump are not responding. Customer replaced the battery and received a battery out limit alert and is unable to clear it. Customer does not recall any significant events leading to the keypad issue. Blood glucose 164 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not have a frozen screen. However, the up arrow button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to the unresponsive button. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.